Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
It was reported that " one of our staplers did not work properly. The staples were not working they kept jamming and falling out ". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "one of our staplers did not work properly. The staples were not working they kept jamming and falling out." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Section h.10 corrected to: complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed as the lot number reported by the customer is not a valid lot. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.